Event description:
A hospital in (B)(6) reported through our distributor that water leaked from two mr290 autofeed humidification chambers after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two chambers were returned for evaluation; one from lot 101220 and one from lot 101215. The two returned complaint chambers were pressure tested. Results: the pressure test revealed that both chambers were within specification. The failure mode as reported by the customer could not be confirmed. A lot check revealed one other complaint of this nature for lot 101220 but no other complaints of this nature for lot 101215. Conclusion: we could find no fault with the complaint chambers. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."